Manufacturer narrative:
(B)(4). This event is still under investigation. The follow-up report will be sent by 04/16/2011.

Event description:
There is no exposure during procedure. Customer had rebooted viewing subsystem. When the system was first boot up, the viewing subsystem did not communicate with system controller. The operation was checked. No other problems noted.